Event description:
It was reported that the patient¿s device was implanted for back pain, but the patient could feel the stimulator down to both legs. The patient gradually could feel it stopped working down her legs. The timeframe of this was unknown. While visiting her son in prison on an unknown date/year, a guard placed a wand at her implant. Since then, the stimulator had not been working well. In the past 2 years, the patient could feel her pain, especially in the sciatic nerve. It started at her left hip and wrapped around to her left leg and down to her foot. The patient had family issues she was dealing with and did not have her device checked. The patient noted the battery icon flashing on her programmer and was informed her stimulator battery was getting low. The patient was redirected to her physician for a device check. The patient was now taking oral medications (hydrocodone, ultram and neurontin). Additional information was requested about the outcome, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0104112v, implanted: (B)(6) 2001, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3487a, lot # j0101967v, implanted: (B)(6) 2001, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).